Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2025, the patient underwent a tha surgery. During the surgery, the broach was not able to be attached to the broach handle. The broach in question was not able to be attached to any other broach handle, so it was presumed that this was most likely due to a defect in the broach itself. The surgery was completed successfully with no surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the actis broach sz 3 has signs of deformation at the groove area. The observed condition of the device appears consistent with a random component failure potentially caused by exposure to unintended forces. These forces could include repeated impactions applied while the device was not fully seated or was misaligned off-axis with its mating device, even though a proper functional test was not performed due to the mating component was not returned. For reference a functional evaluation was conducted using a lab sample mating device and the broach didn't show difficulties for assembling and staying well fitted. The reported unable to assembled condition was not able to be replicated. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the actis broach sz 3 would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The expiration date (12/31/2099) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tha surgery. During the surgery, the broach was not able to be attached to the broach handle. The broach was not able to be attached to any other broach handle, so it was presumed that this was most likely due to a defect in the broach itself. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.